Event description:
The customer reported to beckman coulter (bec) that their coulter lh 750 hematology analyzer was giving white blood count (wbc) vote outs at the time they noticed a leak in the area of the bsv (blood sampling valve). The volume of the leak was reported as 5 cc and the leak was not contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control/risk management policy in place at the facility. The operator was wearing a laboratory coat, face shield and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. Patient results were not affected. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that tubing had become disconnected from the blood sampling valve (bsv) at port 207. The fse reconnected the tubing at port 207 and resolved the leak. Failure mode of the leak was related to tubing disconnected on the bsv at port 207. (B)(4).